Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99322 supplemental rationale corrected data: h11 31 previously reported events were included in this follow-up record. Product return status 1 device was not available for evaluation. 30 devices were evaluated in the field. Evaluation findings (results/components) 31 devices: material and/or chemical problem identified / coating material product disposition 1 device: product not received 30 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 31 events were reported for this quarter. Product return status (B)(4) device was not available for evaluation. (B)(4) devices were evaluated in the field. Evaluation findings (results/components) (B)(4) devices; material and/or chemical problem identified / coating material. Product disposition (B)(4) device: product not received. (B)(4) devices: product disposition is not yet determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 31 events for the failure: flaked. - 31 events had problem identified during non-clinical procedure; there was no patient involvement.